Event description:
Reportedly, it was impossible to reprogram the device in vvi mode because of telemetry problem. The device was explanted and returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.